Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw during construct assembly.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with th11 traumatic vertebral fractures underwent bkp surgery using trauma device. Intra-op, the set screw could not be inserted although the surgeon did trouble shooting. The set screw was changed with new one then it could be inserted immediately. Post-op, it was found that the set screw could not be inserted because a few burrs were observed. No patient complications were reported. It happened during implanting at left th12.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.